Event description:
Surgeon used depth gauge that was off by 10mm and therefore all screws were long by 10mm. Found that the sheath from another instrument was put on depth gauge in error. Surgery was extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product returned for investigation and the complaint is verified. Depth gage of body of (B)(4) was used with the stem of (B)(4). This would make the depth gage give an incorrect reading. A complaint report was completed and found one prior complaint for incorrect reading for both product codes. The root cause for the for previous complaint for pn (B)(4) was determined to be incorrect assembly after cleaning, which is the same statement that was made in this complaint. This was also confirmed by the returned product samples. (B)(4) states the failure mode of incorrect screw selection has a harm of delay in surgery. This is also the harm that was listed for this complaint. This risk also does not change the occurrence rate listed in the dfmea. Therefore this complaint does not change classification of risk and the risk remains at broadly acceptable. It was also determined that these two depth gages are in different sets and would not typically be used the same situation. This would reduce the chance of the depth gages being reassembled incorrectly. The root cause is determined to be incorrect assembly by user after cleaning. No corrective action is required at this time. The risk remains in the broadly acceptable range. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.